Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, sheath damage occurred. The location of the lesion was reported as "biliary duct". The rx lithotripter compatable basket was advanced, however, at an unspecified time during the procedure, the guide wire sheath peeled backward. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.